Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 121 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer states a button was pressed for 3 minutes or longer. Customer states they were unable to clear the alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.